Event description:
The surgeon, reported to sales rep who was observing the procedure that per-operative, when fastening one of the pin clamps, a screw broke. The surgeon further reported that the screw was fastened by the normal long handle wrench. The surgeon also reported that he replaced the screw by another screw from another pin clamp and that the surgery could be performed successfully.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.